Event description:
A report was received that the patient was having telemetry difficulty and frequent ipg charging. The patient will undergo a revision procedure. The physician believed that there was device malfunction suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having telemetry difficulty and frequent ipg charging. The patient will undergo a revision procedure. The physician believed that there was device malfunction suspected.